Event description:
It was mentioned to a depuy mitek marketing person by a domestic agent that a pt may have a had reaction to a biointrafix device. Messages have been left with the agent in an effort to obtain more information. There were no other pt consequences were reported.